Manufacturer narrative:
A ge healthcare (gehc) service representative performed a checkout of the equipment and confirmed the reported complaint. Gehc recommended replacement of the base and casters. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported that the caster broke while moving the anesthesia machine. There was no report of patient involvement.